Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance, r-wave sensing, and high capture threshold were observed on the right ventricular (rv) lead. Rv lead dislodgement was suspected. The event was resolved by repositioning the rv lead. The patient was in stable condition.